Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was cracked and chipped, cracked right plunger case and case bottom broken gasket. Event history log review was performed and found evidence of reported problem. Visual inspection and start-up process were performed. The customer's reported problem was confirmed. According to the investigation, the pump force was out of spec at 0 pounds and the count was at zero and the pressure would not stabilize. Service's replaced the pump force sensor, replaced plunger cable as a preventative measure, and replaced the pump damaged top case.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor error and had top case damage. It was reported that there as no patient involvement.